Manufacturer narrative:
Attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.

Event description:
Customer reported that "delay in all, all the time. You hook up the pulse-ox to patient, and it takes a while before a reading comes on. We take a patient to recovery it reads 80 percent and then after about 30-60 seconds we get real reading. Recovery room nurses hate it, sensitive to motion, and delay in reading. Masimo is supposed to be better than nellcor, but everyone wishes we go back. Possible setup problem, delay in processing in our ge monitors."